Event description:
When the angiosculpt device was removed from the guide wire, it was observed that the scoring element was attached at the proximal end only and not the distal end. It appeared that the bond failed and the distal end of the scoring element slipped off the tip of the balloon. Nothing out of the ordinary was observed during the case.

Manufacturer narrative:
The patient information is unknown. The hospital declined to provide the information. The angiosculpt device was returned for lab analysis. Visual examination confirmed a twisted scoring element ring that detached at the distal bond. The distal bond is damaged and the distal tip is bent, necked, and stretched. No portion of the angiosculpt separated from the catheter. According to the instructions for use for the angiosculpt device, retained device components is listed as a possible adverse effect of the procedure.